Manufacturer narrative:
Product ID 97745, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they reset controller and issue resolved. Patient reported they were told the stimulation would be so fast they could not feel it. Patient reported they have increased and decreased it. Patient reported they could feeling tinging in upper hip but not back. No falls reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient stated that she was having a problem sleeping at night with stim on, feeling electricity down her legs so she started sleeping with stim turned off. Pt noticed shortly after implant a manufacturer rep told her she would eventually get used to it but she didn't; she tried lowering it but that did not help. Pt has trouble sleeping in the first place and discovered if she turns stim off she can sleep.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that a month ago, they had a fall twice and thereafter they have had sore in the back "right around where the battery pack is¿ located. The patient reported that the ins might have dislodged but they do not know. It was reported that the lower back hurts really bad lot of times, but the stimulation never gets up that high, noting that it will go to the hip but not into the back. The patient reported that this doesn't really bother her that much unless she's having to do a lot of bending over. The patient reported that they increase the intensity when doing a lot of bending over, but when increase too high then she "can feel the stimulation really bad." The patient reported that they had nonconformable stimulation when bending over several weeks after the ins was implanted. The patient reported that after they had a fall, they noticed that it "sometimes it takes forever to pick up the signal,". The patient confirmed that they were referring to charging the ins. The patient reported that the intensity "set on 4 right now," and fine unless when doing a whole lot of bending over. The patient reported that they had software problem screen appeared on the controller. The detail of the software problem was reported as 2. 3.6 3. 243 with ql port. The reported that it sometime it takes forever to charge the controller. The patient reported that they could feel stimulation all the time when they had the ins implanted, nothing that they had a really hard time keeping balance because it felt like electricity was going down the legs. The patient reported they turn of stimulation at night when they go to bed. The reported that the rep "fixed it" so they could not feel that sensation.